Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia/ tachycardia/thrombosis/ cardiac arrest/ cardiac tamponade: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella 5.5 for mechanical circulatory support. While on impella 5.5 support the patient experienced arrhythmia, thrombus, tachycardia, cardiac tamponade, bleeding, hypotension, and cardiac arrest. The patient was a paced at 115. The patient went into atrial fibrillation with rapid ventricular response. An amiodarone bolus was administered and the patient's blood pressure dropped. With further decompensation, there was an escalation of vasopressors. Levophed and phenylephrine were added. An echocardiogram was suggested to rule out tamponade or bleeding. The echocardiogram showed a posterior wall clot and concern for tamponade. 500 cubic centimeters bolus and one unit of packed red blood cells were administered. Another echocardiogram confirmed a large clot and tamponade. The patient was taken to cardiovascular operating room with the doctor to attempt to open the sternum to relieve the tamponade. There was a large amount of blood and a clot. Despite the clot removal, the patient progressed into pulseless electrical activity arrest. Despite multiple rounds of epinephrine, the patient was unable to get return of spontaneous circulation and patient expired in the operating room.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿